Event description:
It was reported, there was lead revision/explant. No information on reason for lead revision/explant or outcome was reported. Follow-up is being conducted, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v477185, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the surgical revision occurred on 2011-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the lead was revised/explanted due to the patient request. The lead had started to work then stopped working. The patient had a loss of efficacy and return of urinary symptoms. The patient was still enrolled in the study and no further surgical revisions had occurred. If additional information is received on outcome a follow up report will be sent.